Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes / ecgs non-functional) has been confirmed due to a defective u723 mux on the distribution node pca, causing fault. Upon further evaluation, there was gel leaking from all therapy electrodes. There is no indication that the patient protection was affected by the gel leak. The root cause for the defective u723 mux could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs and tes.